Manufacturer narrative:
(B)(4). One used transfer set used was received. This complaint was not confirmed on the returned sample for connection issue of the transfer set and plastic catheter adapter. A visual inspection of the transfer set showed no defects. The betacap adapter was connected to the patient connector on the transfer set and was not loose or difficult to connect and did not separate. Under water pressure test was performed with no leakage. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter to report that they were having trouble with the transfer sets not screwing on tightly to the adapter. There was no patient injury or medical intervention reported. During a follow up with the nurse regarding the transfer set not screwing on tightly to the adapter, the nurse explained that the transfer sets were not screwing on completely onto the plastic adapter and there remained a gap in between. The nurse stated that when the first transfer set did not completely connect, she then tried another transfer set from a different lot with same results. Per nurse, she was able to successfully make a complete connection with a transfer set from a third lot, and added that she has not had any problems since. Per nurse, she hand-tightens the connection and did not notice any damage or residue on the threads. Per nurse, hp is doing fine. No further information was provided.

Manufacturer narrative:
(B)(4).the is the 1st of second emdrs for this report.the sample has been reported to be available for evaluation and has been requesteda follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.